Event description:
It was reported that the device was not warming. It begins to warm and then stops. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d4: UDI section, d10, h3 and h6 - evaluation codes: updated. D3, g1, and g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted the device had a cracked tank cover, corroded drain fitting, damaged power switch and damaged printed circuit board (pcb). Functional testing found the temperature of the device was out of calibration. This caused it to stop heating up before it should. The complaint was confirmed. Root cause was attributed to the potentiometers on the pcb for setting the temperature having been tampered with. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.